Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted a hole in the right ventricular (rv) seal plug. Body fluid contamination was also noted in the rv seal plug and terminal block cavities. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded that the clinical observation was caused by the hole in the rv seal plug. The hole in the seal plug allowed body fluid to enter the cavity area which caused an extra electrical pathway.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), with the chronic defibrillation lead, inhibition of pacing was observed when the lead was connected to the device. When the device was placed in the pocket and the pocket was manipulated, total inhibition of pacing was observed. It was reported the patient was pacer dependent, however, back-up pacing was available. The device was not implanted and was returned for analysis. No adverse patient effects were reported.